Manufacturer narrative:
The referenced light source was returned to the service center. The evaluation could not confirm the reported event as the light source was tested, passed all functional / output tests and was in standard specifications. The light source was purchased on (B)(6) 2020 with no previous repairs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during the procedure, the evis exera iii xenon light source illumination light was not emitting as there was a white light which then turned black. They tried switching the video cable and the light bulb but with no results. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and no issues were identified that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the reported issue could not be duplicated by the olympus service center, it is suspected there was a problem with one of the other devices that was in-use, such as a video processor or scope.